Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that shortly after implantation the patient experienced multiple gastrointestinal bleeds. The bleeding was treated with epinephrine injection and 4x endoscopic metal clips. The patient's right ventricle was mildly dilated with mildly reduced systolic function.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until the device was reportedly explanted due to recovery on (B)(6) 2020 (see MFR. Report # 2916596-2020-05052). The heartmate ii lvas IFU is currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.